Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cable didn&apos;t wrap and the device operated as intended.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and a tissue morcellator was used. When the cable was connected to the generator, the device seemed to run quickly and than would not function. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.